Event description:
Additional information was received that the device changeout did occur for normal battery depletion as planned with no further issues noted. The lead was checked at the changeout with no problems noted, therefore no remedial action was required and the lead remains implanted with the replacement pulse generator. No adverse patient effects were reported.

Event description:
Boston scientific received information that upon interrogation of the device associated with this right ventricular lead at a recent follow up, pacing was not delivered for 4 to 5 seconds for this pacemaker dependent patient. Once the interrogation was complete, the device paced as intended. It was noted the patient did not experience any adverse effects due to the asystole or issue. It was suspected oversensing of noise on the right ventricular lead may have been the cause of the issue, however, the definitive root cause was undetermined.

Manufacturer narrative:
As the device was at elective replacement indicator (eri), it will be replaced in the near future for normal battery depletion. No further information is available. This report will be updated if more information becomes available.

Manufacturer narrative:
The lead remains in service at this time. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.